Event description:
It was reported that pump displayed malfunction code and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place pump into storage mode before return, advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump, and requested return of malfunctioning pump using prepaid label within 10 days, which customer understood and acknowledged.